Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified folfusor overinfused; further described as the device infused over 24 hours, which was intended to be infused over 5 days. This occurred due to confusion between two infusers: folfusor 2ml/h 5d 240ml and folfusor 10ml/24 h 240 ml. The device had been filled with 5-fluorouracil. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.